Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported event code.  Physio then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use.

Event description:
The customer reported that their device had its service indicator illuminated and had logged a potentially critical event code.  The logged event code is possibly related to the device's ability to deliver defibrillation energy.  There was no report of any patient use associated with the reported issue.